Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The history log for the device showed the pad-pak was first installed successfully on the (B)(6) 2010 and peformed to specification up to the (B)(6) 2014. The device failed a self-test due to a low battery on the (B)(6) 2014. A further pad-pak was installed and the device passed a self-test on the (B)(6) 2014, the device performed to specification up to the (B)(6) 2015. An increase in voltage during this time would suggest a fresh pad-pak was installed. Multiple manual power ups three of ten mintue duration were observed in the device memory on the (B)(6) 2015. The device performed successful self-tests up to the final history log entry on the (B)(6) 2015. Upon visual inspection of the device the terminal pogo pins were seen to be sheared off and the locator pin had been broken off. The device could not be powered up due to the battery terminal pogo pins being sheared off. The pogo-pins were therefore replaced for testing purposes.investigation indicated the fault can be attributed to membrane failure and damaged pogo pins. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The green status led was found to be constantly lit between flashes. This is a further symptom of membrane failure. The fault could not be replicated with a new membrane fitted. The damage pogo-pins are likley to have been caused by excessive force during incorrect insertion of the pad pak. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.